Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and bradycardia. It was further reported that the right ventricular (rv) his bundle lead exhibited short ventricle-ventricle intervals. It was also reported that the patient had heart rates lower than the implantable pulse generator (ipg) programmed lower rate. The lead and ipg remain in use. No further patient complications have been reported as a result of this event.